Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air bubbles in the cartridge tubing. It was also reported that there was no insulin drips observed coming out of the cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed to replace the cartridge.